Event description:
Customer reported a failure of air in line alarms. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion.